Manufacturer narrative:
The recipient reportedly experienced swelling after reposition surgery. The recipient did not have any medical intervention. The recipient's family was not satisfied with the placement of the device and decided to have a different surgeon reposition the device. On (B)(6) 2015, recipient underwent a second reposition surgery.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly resumed use of the device and is doing well. The recipient remains implanted.

Event description:
The company was informed that the recipient's device had migrated. Surgery was performed to reposition the recipient's implanted device.